Event description:
It was reported that when using the bd pyxis¿ es server orders were not visible and the user could not find a patient medication in pyxis screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not visible for the patient on the pyxis station. A technical support specialist (tss) reviewed system performance, confirming that system resources, storage, and services were operating within normal limits. The tss accessed the carefusion coordination engine, verified that communication services were running, ensured message queues were clear, and confirmed that transmission feeds were active and connected. The tss searched for the reported orders in message tracing and epic systems but did not locate the transactions. The tss restarted the communication services and contacted the pharmacy to assist with re entering the affected order for validation. The tss continued monitoring, later confirmed that the patient and associated orders were visible in message. The system functioned as intended after technical support specialist troubleshot the device.